Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 05-apr-2024. B.5. Describe event or problem: it was reported that while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, there were some plastic pieces stuck to the needle. This event occurred 10 times. No patient impact reported. Investigation summary: bd received 5 samples and 1 photo for investigation. The samples and photo were reviewed and the customer¿s indicated failure mode for foreign matter was observed. One of the returned samples had foreign matter on its IV shield. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, there were some plastic pieces stuck to the needle. This event occurred 10 times. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, there were some plastic pieces stuck to the needle. No patient impact reported.